Event description:
Event description guidant received information that this transvenous defibrillation lead measured increased stimulation thresholds and impedances. No interruptions in device therapy were reported. A chest x-ray (cxr) was scheduled to evaluate lead placement.